Event description:
It was reported to philips that the system's footswitch stopped working, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has received this complaint. It was reported to philips that footswitch was not working. A philips field service engineer (fse) examined the system onsite and confirmed that no investigation possible as the user requested to cancel the case. Fse cancelled the case. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.